Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited incorrect measurements in fast path episodes where the dates do not match the contents from the episodes. No intervention was performed. The patient had no adverse consequences due to the event.